Event description:
It was reported the clinician was attempting to prepare the safety scalpel by deploying the blade for the physician. In doing so, she experienced difficulty and the blade finally was exposed and sliced through her finger tips, almost to the bone on one finger, as a result, she had to get suture.

Manufacturer narrative:
(B)(4). The device will not be returned.